Event description:
During a coronary artery drug eluting stenting treatment procedure that a balloon was broken. The physician attempted to use a 3.0x28mm taxus liberte drug eluting stent to treat a lesion, however, noticed that the balloon was broken at the time of use. The procedure was completed using another taxus liberte device of the same size. This product is only ous approved but it is similar to a marketed us device.